Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was bent on (B)(6) 2024, which resulted in elevated blood glucose. It was also reported that the patient was hospitalized and stayed in hospital for more than 24 hours and blood glucose levels while admitting the hospital was 800 mg/dl and patient had received intravenous (IV) drip and then injections. The infusion set was in use for 30 years. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6007510 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6007510 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007510 was manufactured according to the wi version 79 manufactured in the multivac 12, on 05/jun/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4e04384 was manufactured according to the wi version 41 manufactured in the machine mp04,mp05 and mp08, on 02/jun/2024, with a total of (B)(4) units. Sealing of quick set the lot 4e03178 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on 26/may/2024, with a total of (B)(4) units. The lot 4e03733 was manufactured according to the wi version 38 in the sealing of quick set machine us06, on 05/jun/2024, with a total of (B)(4) units. The lot4e03177 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on 26/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25-jan-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007510 and 1 complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.